Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors would not cauterize the vein. The hospital used a replacement device to complete the procedure. No patient complications were reported by the hospital.